Event description:
The customer reported via phone call that she dropped the insulin pump and it hit the ground. The customer's blood glucose was unknown. The customer explained that the insulin pump was making a constant tone and the alarm would not clear after hitting the ground. The customer had inserted a new battery but the insulin pump did not show the battery as full. The customer was advised to use the energizer battery. While troubleshooting, the customer inserted a new battery, but the constant tone did not disappear. The customer was advised to monitor the insulin pump. The customer was advised to remove the battery for two hours and then insert a new battery. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.